Event description:
The account reported the brakes are not holding. The bed was located in the maintenance department at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the brake casters had damaged stems which also damaged the brake caster supports and brake linkage bearings. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters, brake steer caster, supports and main bearing to resolve the issue. Based on this information, no further action is required.